Manufacturer narrative:
Product complaint # ==> (B)(4). H3 investigation summary : the product was returned to ethicon for evaluation. One empty straight packet and one used needle were received for analysis. Product code m563. During the inspection of the needle, it was noted a small suture piece attached to the needle. The other section of the suture was not returned for evaluation to determine the assignable cause. A photo was provided, it showed one needle and one needle suture piece and one straight packet for product code m653. Per the conditions of the returned sample, no conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. H3 needle investigation summary : a failed suture needle, labeled as (B)(4)., was submitted for fractographic evaluation on may 12, 2025. The component was identified as product code m653. It was requested that hsa assess the fracture mode of the failure. According to the information, it was reported surface related defect - suture the product received for analysis was m653. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed in the body of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4). Revealed the fracture was composed predominantly of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records could not be reviewed as the batch/lot number is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: was surgery delayed due to the reported event? --> unknown, was procedure successfully completed? --> yes, were fragments generated? --> unknown, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown,

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and suture was used. During the procedure, steel suture for sternum bent. During the inspection of the needle, it was noted a small suture piece attached to the needle. The other section of the suture was not returned for evaluation to determine the assignable cause. A photo was provided, it showed one needle and one needle suture piece and one straight packet for product code m653. Per the conditions of the returned sample, no conclusion could be reached as to what caused the reported complaint. No adverse patient consequences were reported. Additional information was requested.